Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient went to the healthcare provider (hcp) because they felt like it wasn't working right or malfunctioning so the manufacture representative (rep) changed some settings and it seemed like it got a little better. As a result of what was reported, the caller was redirected to their hcp to discuss therapy concerns. The patient also wished to have the new ins system implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). The hcp was unaware if there was a device issue or if just reprogramming was needed. The hcp was unaware of the cause and of any further actions taken. There were no further complications reported.